Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of frayed grip cable at the distal end to be related to the customer reported complaint. The frayed cable strands stuck out at the wrist. The root cause of this failure was attributed to a component failure. Additional observation, which was not reported by site, was that the instrument was found to have various scratch marks removed on the main tube. The scratch marks were approximately 0.090¿ - 0.326¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling or misuse. A review of the device logs for the prograsp forceps (part# 471093-11/ lot# k10220331 - 0310) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis found a frayed grip cable and scratch marks on the main tube. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. The cause of the frayed cable was due to a component failure, and the cause of the scratch marks were due to user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the cable of the prograsp forceps was frayed. It was unknown if a fragment fell inside the patient¿s anatomy. There was no reported injury.intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and obtained the following additional information: the frayed cable was found after reprocessing. It was unknown if the instrument was inspected for any damage prior to reprocessing.